Event description:
A healthcare professional reported that after using an [unspecified] juvéderm® hyaluronic acid in the lips and jaw area, the patient had persistent edema. The patient has already been medicated but the hcp has not been able to reverse the situation. Additionally, the healthcare professional reported that the patient had a more serious etip complication after using 1 ml of juvéderm® voluma¿ with lidocaine in the jaw and 1 ml of juvéderm® volbella¿ with lidocaine in the lips. The hcp reported that the patient was already medicated and has removed the fillers with hyaluronidase. A high amount of hyaluronidase was used but the patient still has edema. The injector would like further support.

Manufacturer narrative:
Clarification to h6: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.